Manufacturer narrative:
Device evaluation summary: the powercross was received for evaluation within its shelf carton, within its opened labeled pouch, and loose within a nested series of plastic pouches with the balloon chamber in a post-inflated profile. Sanguine residue was noted within the balloon chamber indicating communication between the inflation lumen and environment. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine residue and tinted fluid was observed exiting the distal tip of the catheter. The catheter was flushed until the fluid exiting the distal tip was clear. A 0.018¿ guidewire was loaded through the distal tip of the catheter with ease. A partially water filled 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold. A vacuum could not be pulled or maintain: indicating communication between the inflation lumen and the environment. The balloon chamber was lightly inflated with a syringe: a small pinhole leak in the proximal end of the balloon chamber was noted.

Event description:
The physician was attempting to use one powercross balloon to treat an unknown sfa lesion exhibiting chronic total occlusion. The device was removed from its packaging and prepped with no issues noted. The IFU was followed. The device did not pass through a previously deployed stent. It was reported that on the first attempt at inflation using an inflation device at 8atm, the balloon burst. The balloon was entirely removed from the patient and the physician completed the procedure using another device without further complication. No patient injury was reported.